Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at 6.0 cm ¿ 6.4 cm from the distal tip, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: is this a single-use device that was reprocessed and reused on a patient should be no, as this was missing on the initial report.